Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date is unknown.the serial number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified veterinary orthopedic surgical procedure, it was discovered that the small adaptor device exploded while in use with a console device and a small battery drive handpiece device. The hand piece was not connected to the adapter at any time before the explosion; however, the console was. It was also reported that there was no issue with the console because the user continued to use the device with no issues. There was a two hour delay to the planned surgical procedure. Spare devices were available for use. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The serial number was unknown in the initial report. It has been updated (B)(4). The date of manufacture was documented as unknown in the initial report. It has been updated as feb 17, 2010. The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no physical damage and the electronic control unit was working properly. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.